Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with noise on both the atrial and right ventricular leads. Programming changes were suggested but had not been made yet as of yet. The patient was stable. Related manufacturer reference number: 2017865-2020-02586